Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "possible [helium] loss alarms". The report further states, "we confirmed no blood in the driveline and all connections checked and tightened. Upon assessing the bpw it was noted there was no return to baseline. Attempted some volume removal to 45cc and manual purge without success. Iab console exchanged and iab volume weaned to 40cc. Able to see bpw return to baseline. Patient remains hemodynamically stable". No patient harm or injury. The patient status is reported as "fine".